Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported in clinic on (B)(6) 2026, the white bend relief was not as stiff, and the clinician had placed rescue tape for support. During the patient's clinic visit on (B)(6) 2026, the batteries were out of manufacture date, and they were sent new batteries and clips on (B)(6) 2026. On (B)(6) 2026, the clinician received a call that the patient had been having several low voltage hazard alarms. The patient noted the alarms while in certain positions and described the alarm as short beeps. On (B)(6) 2026, they experienced an alarm stating, "go back to wall power." The patient also noticed the black bend was nicked and had taped it up. A family member of the patient had also called reporting an alarm at 03:28 mentioning they were woken up by an alarm stating, "external power disconnect." The site mentioned that when reviewing alarm history beginning on (B)(6) 2026, they saw an external low voltage, a low voltage hazard on (B)(6) 2026, and two low voltage hazard alarms on (B)(6) 2026. The patient was wearing their new batteries and battery clips when the alarms occurred on (B)(6) 2026. The patient returned a call later in the morning on (B)(6) 2026 to state that when they bent over the alarm would sound with this repeated motion. Low voltage hazard alarms were noted on (B)(6) 2026 at 08:20. The patient's family also mentioned that the patient follows infectious disease for driveline information and that there was concern about the patients pulsatility index (pi) in the 9s. No low flows.